Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician the device failed self test for ECG on power up and displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.